Event description:
Report rec'd of a delay in therapy related to door/cassette alarms. A pt was in the emergency room with atrial fibrillation, with a heart rate of 180-200 beats per minutes. The pt was given a cardizem bolus "which did slow the heart rate down some." The pt required a cardizem drip, but due to door/cassette alarms, the drip was delayed for an unspecified amount of time. The drip was initiated after several tubing changes. No pt harm was reported. Add'l pt info was requested, but no further info was available.